Event description:
Pt reported obtained back-to-back blood glucose results of 265 mg/dl and 100 mg/dl, while using the suspect device. Pt stated that, at the time the results were obtained, he was feeling like blood glucose was low. Pt self-treated by eating. No pt injury was reported. Valid quality control tests had not been performed on the device (pt's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.